Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime test. The pump was received stuck in motor error loop during bolus/basal delivery. Analysis was unable to verify motor position encoder error alarm in alarm history screen due to overwritten history file. The motor was tested and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 7.3 mmol/l. The customer state the motor error and motor position encoder error occurred during a set change. The customer states the pump was not exposed to a high magnetic field. The customer states they are able to rewind the pump. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.